Manufacturer narrative:
(B)(4). Cartridge pan. Evaluation summary: the analysis showed that the atw35 device was received in good visual condition and with no reload present, however, a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, as the width of the jaw was narrow a little, the cartridge could not be loaded into the jaw for the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.